Manufacturer narrative:
Review of the instrument run data did not find any issues with the alleged run and found the sample to be at the limit of detection (lod) of the test. Investigation of the reagent kit did not find any product issue. The observed discrepancy is most likely due to the sample being a weak positive for sars-cov-2 target that is at/near the limit of detection (lod) of the assay. Very low viral load specimens that are near the assay lod may not generate consistent results upon repeat testing according to expected statistical variances in detection. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the us alleged the generation of discrepant sars-cov-2 results for a patient sample when using the cobas liat sars-cov-2 and influenza a/b test compared to the retest results. The customer alleged that on (B)(6) 2021 a potential false-positive result for sars cov-2 was generated when using a cobas® sars-cov-2 & influenza a/b test kit on a cobas liat analyzer. The same sample was retested on another cobas liat analyzer and reproduced the positive result for sars-cov-2. The positive result was reported to the patient. The patient went to get tested at another testing site and obtained a negative sars-cov-2 result. On (B)(6) 2021, the same sample was sent to a reference lab and generated a negative sars-cov-2 result. No harm was alleged. Review of the instrument run data did not find any issues with the alleged run and found the sample to be at the limit of detection (lod) of the test. Investigation of the reagent kit did not find any product issue.